Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump presented a persistent restart/malfunction condition, including failure to rewind the motor and inability to proceed during a fill tubing attempt, after which a reboot did not resolve the issue and a replacement device was arranged. Symptoms included no reported adverse health effects. Outcomes included continued cgm use and instructions to shut down the device to avoid further alerts, with data not transferring to the replacement and a standard startup required. Investigation included customer troubleshooting and education steps conducted remotely. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.